Manufacturer narrative:
Date of event: exact date unknown, event occured in (B)(6) 2019. Explant date: (B)(6) 2019.

Event description:
It was reported the patients ipg was no longer working. The patient underwent an explant procedure. The explanted ipg was not returned.